Event description:
Customer called reporting of an erroneous co2 result that was generated from a synchron lx20 pro system on (B)(6) 2011. Customer's instrument printouts indicated that the initial co2 result was suppressed due to initial adc high error and a critical rerun was initiated per instrument's specification. The critical rerun generated a low co2 result of 10 mmol/l. The customer proceeded to run the sample on another instrument (lxi) and obtained a result of 24 mmol/l. No erroneous result was reported out of the lab. The qc that was run after calibration and prior to the event was within the lab's established ranges.

Manufacturer narrative:
Field service engineer (fse) replaced the peri pump, cleaned electrodes and valves and verified performance according to established procedures. (B)(4).